Event description:
Case description: investigation results: name: novopen 4, batch number: dvg1886. The product was not returned for examination. The batch documentation has been reviewed. No abnormalities relating to the observed problem were found. Name: novorapid penfill 3 ml 100iu/ml, batch number: hs67b50. The product was not returned for examination. Since last submission the case has been updated with the following: investigational results received. Manufacturer's comment updated. Narrative updated accordingly. Manufacturer's comment: 09-aug-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary. Name: novopen 4, batch number: dvg1886. The product was not returned for examination..the batch documentation has been reviewed. No abnormalities relating to the observed problem were found.

Event description:
Hyperglycemia(2 hours post prandial was more than 550 mg/dl) [hyperglycaemia]. Problem in the piston rod [device issue]. Penfill holder was broken [device breakage]. Used dialling clicks to estimate the insulin dose [wrong technique in product usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia(2 hours post prandial was more than 550 mg/dl)" with an unspecified onset date, "problem in the piston rod" with an unspecified onset date, "penfill holder was broken" with an unspecified onset date, "used dialling clicks to estimate the insulin dose" with an unspecified onset date, and concerned a (B)(6) years old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date due to "diabetes mellitus, type 1" and novorapid penfill (insulin aspart) from unknown start date due to "diabetes mellitus, type 1" (dose and frequency 7 u/meal). Patient's height: (B)(6). Patient's weight: (B)(6). Patient's body mass index (bmi): 17.3010. Medical history included diabetes mellitus, type 1 (since patient was (B)(6) years old). Concomitant products included - lantus(insulin glargine) and novorapid flexpen(insulin aspart) solution for injection, 100 u/ml on an unknown date (2 months ago at the time of reporting), novopen4 had a problem in the piston rod as the penfill holder was broken and the piston rod sometimes press on the penfill and sometimes not which resulted in hyperglycemia with patient's 2 hours post prandial blood glucose level more than 550 mg/dl. So, patient bought novorapid flexpens with increasing the dose which decreased the 2 hours post prandial blood glucose level to (290-300 mg/dl), reportedly uncontrolled. It was also reported that, patient used the dialling clicks to estimate the dose of the insulin. Patient reused the needle for two days. Needle was attached in a 180 degree angle in between injections to the pen and higher force was needed to inject, so the insulin flow was in one shot. Before the experienced event occurred cartridge holder did not detach from the pen body accidentally or intentional. Patient did not change from another novopen to the current novopen recently. Patient did not suffer from any other chronic diseases. Batch number was reported. Action taken to novorapid penfill was not reported. Action taken to novopen 4 was not reported. The outcome for the event "hyperglycemia (2 hours post prandial was more than 550 mg/dl)" was not yet recovered. The outcome for the event "problem in the piston rod" was not reported. The outcome for the event "penfill holder was broken" was not reported. The outcome for the event "used dialling clicks to estimate the insulin dose" was not reported.